Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter during the puncture. The following information was provided by the initial reporter, translated from spanish: "patient who underwent peripheral vein cannulation with a 24 catheter at the time of performing the puncture, the barrier is broken. ¿ when reporting ¿barrier is broken¿, does it mean that the needle passes through the catheter? A: yes, it is felt the puncture of it. ¿ does the needle retract before or after the puncture is made? A: after performing puncture. ¿ has there been any impact on the patient/health professional? (Detail) a: so far it has not had a negative impact on the patient, it has only been impacted at the level of practice and training. ¿ was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail a: no."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter during the puncture. The following information was provided by the initial reporter, translated from spanish: "patient who underwent peripheral vein cannulation with a 24 catheter at the time of performing the puncture, the barrier is broken... When reporting ¿barrier is broken¿, does it mean that the needle passes through the catheter? A: yes, it is felt the puncture of it. Does the needle retract before or after the puncture is made? A: after performing puncture. Has there been any impact on the patient/health professional? (Detail) a: so far it has not had a negative impact on the patient, it has only been impacted at the level of practice and training. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail a: no".